Event description:
It was reported that during a lap colon procedure, it was found that the applier locked after triggering. It was by hand to release the applier. Another one was used to complete or. The pt was fine. Device will be returned.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.